Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that patient's initial implant stopped working resolve their issues after 9 months. The patient had the lead and stimulator replaced. No further patient complications are anticipated or expected as a result of this event.